Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crack on diaphragm valve, due to cracked valve seat diaphragm valve. Additional observations: crease flat observed, in the device. Fluids clear observed, inside of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, right side deflation. Device has been explanted.

Event description:
Healthcare professional reported explant with deflation against a device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.